Event description:
The complainant reported that upon removing the peel-away sheath following impella 5.5 implant, an impella in aorta alarm appeared. It was verified on transesophageal echocardiogram and fluoro that the pump had been inadvertently pulled back across the aortic valve. Multiple attempt to re-advance the pump were unsuccessful and the sterile sleeve subsequently tore. The pump was removed and a new impella 5.5 device was placed for ongoing support. There was no resulting patient harm.

Manufacturer narrative:
The investigation has been completed. The returned pump was inspected and the anticontamination sleeve was confirmed to be separated from housing. Clinical mentioned that on securing device, impella pulled back into aorta. Multiple attempts to advance back across the av. Unsuccessful. The root cause of the positioning issue was determined to be use related as evidenced by clinical details. The root cause of the product damage (sterile sleeve damage) was most likely due to a use-related issue causing separation.